Event description:
It was reported that the ball broke off inside pt's micro disc and the doctor spent 20 min. Extracting out of pt's disc. Pt was exposed to additional radiation.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.